Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringes had medication leaking past the stopper. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that bd luer-lok¿ tip syringes had medication leaking past the stopper. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: 61 samples received at bd for investigation. The tests performed on the samples sent by the client were not in conformity with the visual evaluation to rule out molding defects in the barrel, plunger and stopper, affecting the functionality or safety of the final product. Also, a damage to the barrel of the syringe was observed, that was caused by a blow by jamming the syringe in the assembly machine, therefore the leakage test was likewise non-compliant. The batch was manufactured and the production monitored and evaluated in the assembly stage, during the entire manufacturing process no mention is made of event or report of nonconformity that could be attributable to the defect that the client reports. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. Additionally, within the inspection plan the stopper features are evaluated visually such as: incomplete stopper, stoppers with cut, damaged, etc. Material was approved and approved for use. Also the molded parts like plunger and barrel were evaluated for defects such as: burrs in the body, burned, deformities, contamination, incomplete, and bubbles, during the whole process in accordance. The dial where the assembly is made may be causing damage to the syringe, however there is a sensor to eject the syringes when they are not well assembled and this sensor is a section behind where the jam is being presented, that its functionality has not been all effective. It is important to mention that the defect can occur within the process. Moreover, the assembly equipment has a tooling that during the process runs the leak test to each piece manufactured, so it was not considered necessary to perform leak test as part of the final inspection. The mode of failure of the inadequate functioning of the leak test bolt in the assembly equipment was also identified, this is because since it is moving with a short space which causes it not to be representative in order to detect the defect. It should be mentioned that given the event of the leakage complaint, corrective and preventative action was generated to follow up on all the failure modes identified and their respective action plan. Additionally, the batch reported by the client was manufactured prior to the implementation of the actions, so the claim is confirmed. Investigation conclusion: the operators are trained but they do not have qualification (msa) to ensure that it identifies and knows the defects. Final inspection do not perform leakage test. Clogging of cylinder in the dials, conveyor bands. Improper operation of leakage test pin.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that bd luer-lok¿ tip syringes had medication leaking past the stopper. There was no report of exposure, injury, or medical intervention.